Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose at time of incident was unknown. Customer stated that he is having trouble delivering insulin. The customer was able to rewind the pump and continue to prime the line. Customer did see drops and saw numbers on the pump. The customer was able to complete rewind sequence. The customer was advised to monitor pump. Customer reported a missing dome label. The customer was advised that we will replace but he declined because he is going through the process of getting a new pump.